Event description:
It was reported by the affiliate that during a mini adrenalectomy the surgeon clipped the left adrenal vein with success. The surgeon went to clip the right adrenal vein. He placed the clip applier on the vein, not seeing that there were no clips in the housing. As the surgeon closes the jaws, the device cut through the rav but did not clip. This resulted in major bleeding of the inferior vena cava and severe blood loss. Two units of blood in a matter of minutes. Operating room time was extended while the patient was sutured up. The patient had a transfusion of two units and stayed in the hospital an extra 4 days.